Event description:
It was reported that during preparation for an unspecified therapeutic procedure, the camera head experienced blurry image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture inside the ccd (charged coupled device) lens, failed leak test, and cut on cable. Based on the results of the investigation, it is likely the confirmed customer report of blurry image was due to moisture inside the ccd lens. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely moisture inside the ccd lens and the failed leak test identified during the device evaluation were due to a cut on the cable. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the cut on the cable identified during device evaluation was due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for an unspecified therapeutic procedure, the camera head experienced blurry image. There were no reports of patient harm.